Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for routine device check. During interrogation, the right ventricle lead exhibited noise. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.